Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report # 3005099803-2013-11348 pertains to the other device. It was reported to boston scientific corporation that an alliance syringe was used during an esophageal dilation procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the physician inserted a cre balloon and attempted to inflate, but the balloon inflated without showing the number of atm on the inflation syringe. The needle went up and down. A separate syringe package was opened, but the same problem occurred. There were no issues with the balloon. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Reported event of incorrect gauge measurement. The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Manufacturer narrative:
The alliance syringe was not returned for evaluation.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report # 3005099803-2013-11348 pertains to the other device. It was reported to boston scientific corporation that an alliance syringe was used during an esophageal dilation procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the physician inserted a cre balloon and attempted to inflate, but the balloon inflated without showing the number of atm on the inflation syringe. The needle went up and down. A separate syringe package was opened, but the same problem occurred. There were no issues with the balloon. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. It was later reported on (B)(6) 2013 that there was no issue with the syringes; the issue was with inflation. The alliance handle used in the procedure was returned and tested; no defects were noted with the handle and it operated with no issues.